Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. When device was set to 75 joules, the defib output was 62 joules. Also, when set to 100 joules, the defib output was 83 joules. When the device was set to 120 joules, the defib output was 99 joules, when set to 150 joules the defib output was 127 and when set to 200 joules the defib output was 185 joules. Complainant indicated that there was no pt involvement in the reported malfunction.